Event description:
A malfunction was reported on a pump by the customer, with no notable events occurring prior to the incident. There was no reported adverse impact to the customer's blood glucose level. The customer reset the pump while on hold with technical support, and the malfunction did not recur afterward. Technical support advised the customer to continue using the pump and to call back if the malfunction code appears again, which the customer understood and acknowledged.